Event description:
It was reported that a customer's device had a broken touchscreen, rendering it unresponsive and unreadable. There was no adverse impact to the customer's blood glucose level. The distributor arranged for the device to be returned and a replacement pump with serial number (B)(6) to be provided to the customer.